Event description:
The customer reported receiving a no delivery alarm during the manual prime process. Troubleshooting was performed. The customer stated that the infusion set and reservoir were changed before calling. The customer stated that the insulin went into the tubing and the septum of the reservoir was not protruded. During the call the customer mentioned being hospitalized due to a reaction to the insulin. The blood glucose reading was 206mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.